Event description:
The reporting facility stated, the camino catheter was not functioning when connected to the monitor to zero. No number appeared for the icp on the monitor screen. The monitor was turned off and on, however the catheter was not functional. A new catheter was placed and functioned properly. Catheter involved was retuned to the manufacturer.

Manufacturer narrative:
The device involved in the reported incident had been received for evaluation. An investigation had been initiated based upon the reported info.